Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) had been treated by the device for ventricular tachycardia (vt). Data from the device was evaluated to confirm normal device operation. Upon review it was determined that the device induced the patient into atrial fibrillation (af) after a shock therapy was provided. Additionally, undersensing was exhibited but it did not delay any therapy. No further details have been provided at this time. This product remains in-service.